Event description:
During the laparoscopic cholecystectomy portion of a laparoscopic cholecystectomy/hernia repair, when the surgeon was attempting to remove a large gall stone using the pleatman sac, the sac broke, spilling the contents into the abdomen. The surgeon enlarged the incision in order to remove the broken portion of the sac and gall stone. The surgeon then proceeded to perform the hernia repair with no patient complications.